Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2019-13374. It was reported the patient was not receiving stimulation therapy in the correct pain area. Reportedly, the patient's drg system leads migrated. The patient's drg system leads were replaced and the stimulation therapy restored to the correct area postoperative.